Event description:
Nellcor puritan bennett received a call from a representative for a facility on 04/21/99. They called to report the following problem: power was knocked out by storm. Caregiver stated the unit didn't alarm.